Event description:
Purulent exudate and inflammation were noted by the periodontal surgeon at the surgical site, post atrisorb gtr barrier placement. The number of days post barrier placement is unk. The periodontal surgeon removed the atrisorb gtr barrier. The number of days post barrier placement is unk.

Event description:
Purulent exudate and inflammation were noted by the periodontal surgeon at the surgical site, post atrisorb gtr barrier placement. The number of days post barrier placement is unknown. The periodontal surgeon removed the atrisorb gtr barrier. The number of days post barrier placement is unk.